Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the urgent care on two different occasions and was diagnosed with a skin infection identified as a abscess. The patient had a fever and the site was red. For treatment, the patient was given amoxicillin, ceftriaxone and the site was drained. The pod was worn between 36 and 48 hours on infusion site. The patient was discharged before the day was over. The pod was discarded.